Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support the patient admitted in with known cardiac history and new cute myocardial infarction complicated by cardiogenic shock. The pump was placed and a rp flex was added for bipella support. The pump was placed however there were signs of hemolysis and suction persistent throughout the 40hour support. The cp was then explanted but the rp flex remained on for the support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump suction: intermittent suction alarms were reported throughout the case. Volume was given throughout the case. The product was not returned for investigation. Data log review confirmed suction alarms occurring throughout the case. Hemolysis/mechanical interaction w/ blood: data log review showed suction alarms occurring throughout the case, as well as 'impella position unknown' alarms, which are triggered by low placement signal readings. The cause of hemolysis was most likely an adverse event related to the patients condition, as the placement signal is seen trending down throughout the case, and clinical details indicate the patient was experiencing volume issues. Device history review: the device passed all the post sterile inspection checks.